Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) angiography showed the catheter in the right ventricle proceeding to the left ventricle side. It was noted that the perforation occurred before the lead was inserted. It was noted that the patient vital signs had not changed and an echo showed no signs of a leak at the interventricular septum. The site of the his lead deployment was changed and the his lead was placed with no issue with the catheter. No further patient complications have been reported as a result of this event.